Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the site was unable to use monopolar energy. Prior to calling the technical support engineer (tse), the customer tried replacing the green energy cable with no resolution to the issue. The tse viewed live logs and did not note any errors. The tse had the customer confirm that both ends of green energy cable were seated correctly. Tse had the customer check icon next to energy cable and they stated that there was a red question mark. Tse had customer move the energy cord to bottom monopolar port with no change. A different monopolar instrument was tried, but there was no change. The tse recommended restarting the integrated electro surgical unit (iesu). Upon restarting the iesu, the customer noted that they could "smell electrical smoke like something is burning". The tse suggested that the iesu be shutdown and unplugged, and that they connect the force triad generator. Upon connecting the force triad generator, they were able to fire energy. The surgeon was continuing with the procedure. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse identified the integrated electro surgical unit (iesu) with the following errors "(c-00) united faulted (4-88)." The fse replaced the iesu, performed electrical safety tests, and verified irsu is working properly and that the system was ready for customer use. The iesu unit has been returned for evaluation, however the failure analysis investigation has not been completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: after the start of the procedure, the customer switched from the integrated electro surgical unit (iesu) to a backup generator. With the iesu, the customer experienced cautery issues and there was a smoke smell coming from the iesu. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electro surgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate/confirm the customer reported complaint. The iesu unit produced an m-02 error on startup. The unit energized, cauterized and all ports recognized instruments. As a safety precaution the unit will be returned to OEM for further investigation.

Event description:
Refer to h10/h11 for additional information.